Manufacturer narrative:
The follow up report was submitted with incomplete information. Sections have been updated with this report.

Event description:
Per customer the suspends were due to rewinds. The carelink report did not find suspend for (B)(6) 2019 to (B)(6) 2019.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s parent reported via phone call that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose on (B)(6) 2019 with the blood glucose of over 336 mg/dl. The customer¿s other blood glucose level was 300, 332 mg/dl. The customer stated that insulin pump suspended 12 times. Customer reports they have contacted their health care professional regarding the high blood glucose. The customer was treated with the manual injection. The customer had using the insulin pump system within 48 hours of the reported high blood glucose. Based on customer reports customer did not alleges the insulin pump was under delivery. Customer declined to troubleshoot for high blood glucose level. Customer reporting an issue associated with infusion set insertion site there was bleeding due to it. The customer did not receive any treatment for that. The insulin pump will be returned for analysis.